Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that from (B)(6) 2020, upon applying a blood sample to the adc glucose meter, the test would not start and an "apply blood sample" message would appear after sample application. As a result, the customer was unable to obtain readings and stated that "she does not know where she was and she was not able to speak nor answer her daughter's questions." The customer experienced a loss of consciousness and was treated with (B)(6) and instant glucose by her daughter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. The dhrs (device history review) for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed and all units performed within specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that from (B)(6)-2020 to (B)(6)2020, upon applying a blood sample to the adc glucose meter, the test would not start and an "apply blood sample" message would appear after sample application. As a result, the customer was unable to obtain readings and stated that "she does not know where she was and she was not able to speak nor answer her daughter's questions." The customer experienced a loss of consciousness and was treated with coca cola and instant glucose by her daughter. There was no report of death or permanent injury associated with this event.